Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Pump received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had prime rewind anomaly. The blood glucose was 181 mg/dl at the time of the incident. Customer stated that, they are unable to exit the preparing to prime loop. Customer stated she is trying to change her reservoir and the pump is stuck in the load process. Customer stated that, they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer stated that, she hears the beeps with insulin squirting out, but when she hits the escape it goes back to fill tubing and cannot get out of loop. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.